Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8703w, lot/serial# (B)(4), implanted: (B)(6) 1997, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI#: (B)(4). Product ID: 8703w, serial/lot #: (B)(4), ubd: 11-aug-1999, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving prialt (25 mcg/ml, 1.360 mcg/day) via an implantable pump for non-malignant pain. It was reported the patient had a new pump placed in (B)(6) and was under the impression only the pump would be replaced. The patient had been told by past healthcare professionals (hcp) that they could not have any more surgeries done to their spine because that could aggravate the patient's arachnoiditis and make it worse. The patient woke from the pump replacement and was in "excruciating pain" and found out a new catheter had been implanted and part of the old catheter remained implanted. Two catheters remained in the patient's spine. The placement of the new catheter "set off" the patient's sciatica down right leg to foot. The patient was upset. The patient was redirected to their hcp to further address the issue. Additional information was received from the healthcare provider (hcp). The hcp reported the pump was replaced on (B)(6) 2020 due to end of service (eos). The catheter was replaced at this time because there was no flow through the catheter. The old catheter was left in the patient's spine because the surgeon noted it did not easily pull-out, therefore, they left it rather than cause injury attempting to remove it. Regarding the patient's sciatica, the physician stated the catheter implanted on (B)(6) 2020 probably caused or contributed to the condition, stating the catheter insertion can irritate nerves. Additionally, it was noted the patient had a history of arachnoiditis which caused more easy irritation. Time and medication led to the resolution of the patient's symptoms.